Manufacturer narrative:
(B)(4). Concomitant medical products: van ps open intl fem-rt 65, catalog #: 183108, lot #: j3737946. Biomet cc cruciate tray 75mm, catalog #: 141234, lot #: j3851571. Vngd ps+ tib brg 14x71/75mm, catalog #: 183744, lot # :587560. Series a asymmetric pat 34x8.5, catalog #: 184793, lot #: 614580. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to aseptic loosening. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that the primary right total knee arthroplasty took place about 2.5 years prior to the reported revision surgery. The products were cemented in place, excess cement was removed, the knee was placed in extension to allow the cement to harden. The patient underwent a revision surgery due to instability. It was found that the tibial tray was grossly loose with medial subsidence and laxity. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, a2, a3, a4, a5, b4, b5, b7, e1, g4, g7, h1, h2, h6.

Event description:
From additional information received, it was reported that the patient underwent a revision due to instability. During the revision procedure, it was noted that the tibial tray prosthesis was found grossly loose and medial side of implant had subsided. The tibial tray and polyethylene bearing were removed and replaced.